Event description:
It was reported the patient experienced ineffective stimulation. Diagnostic testing revealed invalid impedance reading on multiple lead contacts. Reprogramming was unable to resolve the issue. The sjm representative met with the patient again on (B)(6) 2014 and diagnostic revealed high impedance readings on all lead contacts. The patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.